Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that sparking occurred at the power cord. The patient electronic unit and power cords were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. External and internal visual inspections revealed exposed wires of the power supply. No exposed wires were found on the power cord. All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications. Root cause where the sparking most likely occurred was determined to be coming from the exposed wires to the power supply; however, the power supply was not used for testing due to the exposed wires.